Event description:
It was reported that the ventilator was stowed in a compartment in the front end of the ambulance aircraft cabin when not in use. At night, the unit is connected to 12vdc from the aircraft to maintain maximum battery charge. The aircraft 12vdc outlets in use at night are powered from mains in the hangar via a mains to 12vdc inverter in the aircraft. In the morning of (B) (6) 2009, the aircraft crew found smoke and smell in the aircraft. The fuse in the mains extension cable (roller type) was broken. The ventilator equipment stored on top of the ventilator was burned.